Manufacturer narrative:
The complaint device has not been returned; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device emitted beeping tones associated to the code 1003. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.